Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Mother reported noticing champagne size air bubbles in the reservoir after filling the insulin. It was noted that the customer does not store the insulin at room temperature. Troubleshooting was performed and the air bubbles were removed. No further information reported.